Event description:
It was reported that the left ventricular lead exhibited an insulation abrasion. The lead was explanted and replaced during a routine pulse generator change out procedure.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The insulation was abraded, exposing the cable lumen at 4.0 cm to 4.6 cm from the distal end.